Event description:
A customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected and that device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify that defibrillation energy delivery level is not as expected and that device would not power on. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the user error. It was confirmed that the device was dropped down by user. On that occasion the battery pin was broken which cause the inability of the device to turn on. The replaced therapy pcb assembly was lost in transit to the product assessment center (pac).

Event description:
A customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected and that device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.